Event description:
A user facility reports a scratch on the lens. Pt impact is unk. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken-gusset area (returned adhered to the optic). The second haptic was bent gusset area due to the position of the lens in the case and cracked-distal area (still attached). The optic was torn/split (possibly cut) into two pieces. One portion is scraped-rejectable. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in the lot number. Additional information was requested 01/31/2008 and 02/15/2008 by mail. A completed questionnaire has not been received. This report was mailed to FDA on: 02/29/2008.